Event description:
A customer observed a potential false negative ahbc result for a pt sample tested on the eci analyzer. The result did not agree with results from other assays and an OEM method. The results were not reported. False negative results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that qc results were acceptable and there was no evidence of analyzer malfunction. Results observed indicate the possibility of an unk interferent, though this was not confirmed. The root cause of the event could not be determined.